Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v5170h, mk8cprr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of the index surgical procedure. What were the current symptoms following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active infection prior to the surgical procedure? Did the patient receive any prophylaxis antibiotics pre, intra or post-operation? Were cultures performed? Results? Other relevant history/concomitant medications . Product code. If applicable, will the product be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. On the sixth day after the procedure, the patient experienced post-operative infection. The suture was removed and wound was resutured with a new device. It was reported that the patient's condition changed to better. Additional information has been requested.